Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 10mm, 33cm ratcheting handle, dings and scratches were noticed throughout the shaft. IFU 10000401070 states, "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life-threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." The probable root cause/s could be normal wear, user mishandling or improper sterilization. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.